Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed b30 error. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established, however, it is probable that the b30 error occurred do to a defective receptacle unit. The causes of this failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope communication error b30 due to the faulty receptacle unit; low air flow due to dust inside the orifice unit; flickering image due to the faulty receptacle unit; dust inside the unit; wire was rusty; front panel gasket was deformed; there was corrosion and paint work on the top cover; and tank socket was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had inadequate or no air flow from light source. The issue was found during reprocessing. There were no reports of patient harm. Inspection and testing of the returned device found a b30 scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.